Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, not applicable. St. Jude medical crmd reliability laboratory - failure (event) observed during analysis. Analysis determined that a defective integrated circuit was the cause for the reported telemetry problem during interrogation.